Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A software investigation was performed by reviewing session records provided from the customer. The reported event of premature battery depletion was confirmed. Based on the information provided, it was determined that the battery voltage was low, resulting in the lower-than-expected longevity. The root cause of the low voltage was unable to be determined.

Event description:
During an in-clinic follow-up, the longevity of the device was shorter than anticipated. Premature battery depletion is suspected. No intervention was performed. The patient is stable.